Event description:
It was reported that a pump declared alarm 20 during insulin pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred. As a corrective action, technical support decided to replace the pump, which was still under warranty. The customer was instructed to revert to multiple daily injections (mdi) as a backup insulin therapy. Additionally, the customer was advised on how to put the pump into storage mode and to return the problematic pump using a pre-paid label within 10 days, which they acknowledged and understood.